Event description:
It was reported that a request to review this subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance trend was received. Technical services (ts) reviewed the device data and discussed the shock impedance measurement is 140 ohms, which is high within normal range. It was mentioned that the changes identified since implant suggest the possibility of variation of the adipose tissue quantity. It was advised to check if the patient has had changes in the muscle mass index, heart pathologies or any other that could affect the transthoracic conductivity. It was also advised to check x-rays and compare them to implant and further recommendations were provided. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.